Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. One haptic is broken over a post of the lens case. The broken haptic was returned. The optic is tilted in the well area and broken against two posts of the lens case. The anterior of the optic is also scraped. All product and batch history records are quality reviewed prior to product release. The lens was damaged. Information provided by the customer indicated that the damage was observed when the doctor was loading. The response also indicated that the product was not removed from the container. The returned lens does not appear to have been removed from the lens case. Due to the absence of clinical solution on the returned sample the root cause is potentially manufacturing related. If the lens becomes misaligned in the lens case, lens damage may occur. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens (iol), was "missing a haptic and there is a big scratch in it". Per the reporter, there was no patient contact, and the procedure was completed the same day. Additional information was requested and received reporting this was found prior to using the device.